Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. Bg cause was unknown. The customer administered a manual injection of insulin, and an infusion set supply change to address the elevated bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.